Event description:
It was reported that the device was returned for preventative maintenance and a repair was needed for an unknown reason. There was no patient involvement. Due diligence is complete and no additional information is available. At product evaluation investigation the dermatome motor speeds were unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were unstable and the device was out of calibration. The motor, swivel, reciprocating arm, lever, poppet housing, o-rings, bearings, and various other parts were scrapped and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.